Event description:
The patient was enrolled in the watchman champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that the patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 21 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of aspirin (75 mg/day) and clopidogrel (75 mg/day). On (B)(6) 2023, 706 days post procedure the patient underwent catheter ablation for atrial flutter under general anesthesia. Upon extubating, while waking up from anesthesia, the patient was noted with reduced responsiveness, aphasia and weakness of right arm. Computed tomography (CT) head was performed which revealed hyper acute/evolving infarct within the left middle cerebral artery (mca) territory with subtle low attenuation in the left temporal operculum pole and left insula cortex. A dense clot was noted within the left m2 branch in the anterior sylvian fissure, however no acute intracranial hemorrhage and other infract or relevant density change of the cerebral parenchyma were noted. Computed tomography angiography (cta) of aortic arch and carotid both was also performed which revealed proximal intracranial occlusion of distal left mca. A thrombectomy procedure was attempted in response to the event, however, a clot was not removed. The patient was started on apixaban. During hospitalization, the patient was treated for lower respiratory tract infection with antibiotics. Patient status on (B)(6) 2024, the event was considered to be resolved with sequalae and the patient was discharged to skilled rehabilitation facility.